Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by the distributor that during a brain tumor operation, the surgeon found that the screw had difficulty purchasing the bone. He applied more force but then the screw slipped and damaged the dura mater and the brain.

Event description:
It was reported by the distributor that during a brain tumor operation, the surgeon found that the screw had difficulty purchasing the bone. He applied more force but then the screw slipped and damaged the dura mater and the brain.

Manufacturer narrative:
The reported device was not returned for evaluation, thus the reported event could not be confirmed. The surgeon has exercised more force during screw insertion, as a result, the screw slipped and hit the dura mater. As a result of the reported event, it has been mentioned that ¿dr.x had to repair the dura mater but this event may cause the patient becomes a disabled. Moreover, the operation delayed for an hour.¿ however, in a follow-up email, the sales rep has mentioned that although the dura mater has been damaged, there are no adverse consequences to patient. It has also been mentioned that blades 62-15030 and 62-15032 were used during the procedure. These blades are appropriate to be used with the reported screw. No pre-drilling has been performed. However, in the instructions for use (IFU # 90-02011, rev. 12), it has been mentioned that, if it is difficult for self-drilling screws to start or insert into the bone, pilot holes should be drilled. Further, the review of the related DHR of the device in question has shown that it was manufactured to specification and has been accepted in final stock without any reported discrepancies. Examples of possible root causes according to the related risk management file are: too less implant-instrument connection: screw head deformed because of multiple pick-up of the screw (no surgical use) too less axial force during screw pick-up. Screw was already in use and is used again. Excessive force on bone (wrong handling). Too high forces during implantation. Based on statistical evaluation there are no indications for any systematic design, material or manufactur-ing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.